Event description:
A physician questioned an elevated architect troponin result from a (B)(6) diabetic male patient with a history of chest pain. On (B)(6) 2012, the patient was hospitalized with chest pain and negative troponin results were obtained. On (B)(6) 2012, the patient was taken to the hospital by ambulance for severe cardiac pain and an elevated troponin result of 6.368 ng/ml was generated, indicating myocardial distress. The same sample was tested on another architect and a result of 6.950 ng/ml was generated. The architect results were compatible with the clinical observation of transient myocardial distress. The following morning, an architect troponin result of 2.83 ng/ml was generated, consistent with transient myocardial distress, and the high troponin results were questioned by the physician, as a troponin result below the laboratory cutoff was expected. The patient received a angiography procedure on (B)(6) 2012. The laboratory was satisfied with the results generated because there was no issue with the architect analyzer and the troponin results were consistent with the patient's diagnosis. There was no adverse impact to patient management.

Manufacturer narrative:
Review of ticket trending data identified atypical complaint activitiy related to discrepant patient results, however, the lot search for reagent lot 74264un11 did not identify atypical complaint activity related to the issue under investigation. Accuracy testing was performed using likely cause lot 74264un11, which met acceptance criteria. Based on the results of this evaluation, architect stat troponin-I reagent lot 74264un11 is performing as intended and no additional product issues were identified. No further investigation is required.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.